Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2018. According to the complainant, the stent was previously implanted on (B)(6) 2017. During the stent removal, when the physician approached the papilla with a duodenoscope, the stent could not be seen. A fluoroscopy was used and it was determined that the stent had migrated proximally. It was reported that the physician is going to refer the patient to an interventional radiologist to have the stent removed. There were no patient complications reported as a result of this event.